Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. .

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced st elevations. The patient did not have a medical history of cardiovascular events but was a smoker and had hypertension. The biopsied nodule was 36 mm in size and located in the right upper lobe, abutting the apical pleura. Approximately 20 minutes after starting the procedure, but within 2-3 minutes of insufflating air into the narrow airway, an st-elevation was seen on the monitor (leads ii and iii). As the physician reached the lesion, the patient experienced an st-elevation that prompted concern from anesthesia. The anesthesia team intervened quickly and an EKG was performed. The physician believed the st-elevation may have been secondary to some air inflation because he needed to open the narrowed airway towards the apical location. The physician believed that the event potentially would not have occurred via another biopsy modality. The reporter confirmed that although a very minimal amount of the biopsy was taken, the procedure was completed and the patient was stabilized. The event was resolved within 3-4 minutes as the procedure was stopped. A coronary angiography and echocardiogram were performed and aspirin and metoprolol was administered. The patient was hospitalized for 3 days then discharged home. The diagnosis was non-small cell lung cancer. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.